Manufacturer narrative:
The valve was patent and passed siphon testing, however it did not meet the requirements for reflux testing. It also did not meet the requirements for leak testing due to a pinhole in the top of the reservoir dome. It is unk how or when this damage occurred. The device did not meet all specifications for pressure-flow testing, however it was within specifications for preimplantation testing. A dissection of the valve found no anomalies. It is unk what caused the pt to experience symptoms of overdrainage. The instructions for use that accompany the device cautions that care should be taken when handling the valves as silicone has a low cut and tear resistance. A review of the manufacturing records showed no anomalies. All of our valves are 100% tested at the time of manufacture.

Event description:
It was reported to medtronic neurosurgery that allegedly the pt was experiencing overdrainage with postural sensitivity. The valve was explanted.